Manufacturer narrative:
Section d5: correction. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with driveline infection (staph aureus). The patient was treated with IV vancomycin for 6 weeks and underwent draining. CT scan on (B)(6) 2020 showed soft tissue around driveline suggesting infection. There were no reports of trauma to the driveline prior to infection. The patient was febrile and discharged to home on (B)(6) 2020.